Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up was confirmed during functional testing. The platform's archive data was corrupted and could not be downloaded. However, the platform and diagnostic service pc communicated momentarily, and apvision3 software confirmed a system error - 136 (internal parameter corrupted). The root cause of the system error was the defective processor board (pca), likely attributed to the device's aging. The device's life expectancy is 5 years. The autopulse platform was manufactured in august 2011 and is over 13 years old the archive data could not be downloaded as the parameters in backup memory (non-volatile ram) had been corrupted due to the defective processor board. The autopulse platform failed initial functional testing as the platform displayed "system error, out of service, revert to manual CPR" upon powering up, confirming the reported complaint. Technical investigation revealed that the cause of the system error was the processor board failure, which was replaced to remedy the fault. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During shift check, the autopulse platform (B)(6) displayed "system error, out of service, revert to manual CPR" upon powering up. No patient involvement.